Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was using u-200 insulin with the pump. The customer was informed that u-200 insulin is off-label per the user guide. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.